Event description:
It was reported that during an arthroscopy, the q-fix anchor deployed properly and was implanted into the patient. When tying the know, the suture broke. The surgeon tried to break the suture tails outside of the patient and was unable. The procedure was completed with a smith and nephew backup device, with non-significant delay. No further complication were reported.

Event description:
It was reported that during an arthroscopy, the q-fix anchor deployed properly and was implanted into the patient. The surgeon tied a knot, inserted the knot pusher, pulled back on the suture to tighten the knot and the suture broke just above the level of the knot. A new knot pusher was used for the next q-fix and the same issue occurred. Tried a third time with q-fix mini and the suture broke in the same spot. The surgeon tried to break the suture tails outside of the patient and was unable. The procedure was completed with a smith and nephew backup device, with non-significant delay. No further complication were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the anchor and suture were not returned. The tip of the inserter shows another instrument has grasped it causing abrasion and deformation. The insertion tube is slightly bent. The inner driver appears to be fully extended since the cleat is protruding from the end of the handle. A functional evaluation was not performed since the device is intended for single use and the implant has already been deployed. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture drawing found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter and strength. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.